Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This MDR is the result of additional information and sample received from the customer. Based on the follow up response it was reported that "I hereby confirm that between (B)(6) and (B)(6) 2025 problems occurred with the cannulas." Original report: it was reported that "it is with great frustration that I have to inform you that in our team of 20 doctors we have now had to discard several vaccines; at least 6 influenza vaccines and 3 hepatitis b vaccines - because the bd cannulas did not connect correctly with the vaccination syringes. The vaccine leaked sideways and therefore had to be disposed of!" We would like to ask you to cover the costs of the affected vaccines and to inform us which lots, in addition to the one shown in the attached picture, are also affected and must be discarded. When did the incident occur? Before use.